Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 29-year-old female patient who had essure (ess205) (batch no. 821813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune inner ear disease and acid reflux (oesophageal). Concomitant products included escitalopram, lansoprazole, ranitidine and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and urinary tract infection ("urinary tract infection"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction") with allergy to metals. On an unknown date, the patient experienced hot flush ("hot flashes"), urinary tract disorder ("urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, back pain and abdominal pain had resolved and the infection, hypersensitivity, hot flush, vaginal haemorrhage, cystitis, urinary tract disorder, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced infection ("infections"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, infection and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, infection and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical record received: reporter, patient demographic, essure removal date (B)(6) 2013, essure lot number and event onset dates were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 29-year-old female patient who had essure (ess205) (batch no: 821813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune inner ear disease and acid reflux (oesophageal). Concomitant products included escitalopram, lansoprazole, ranitidine and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction") with allergy to metals. On an unknown date, the patient experienced hot flush ("hot flashes"), urinary tract disorder ("urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, back pain and abdominal pain had resolved and the infection, hypersensitivity, hot flush, vaginal haemorrhage, cystitis, urinary tract disorder, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received- new event depression, mental anguish, urinary tract infection were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 29-year-old female patient who had essure (ess205) (batch no. 821813-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune inner ear disease and acid reflux (oesophageal). Concomitant products included escitalopram, lansoprazole, ranitidine and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), back pain ("lower back pain"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 2 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced infection ("infections"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction") with allergy to metals. On an unknown date, the patient experienced hot flush ("hot flashes"), urinary tract disorder ("urinary problem"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), abdominal pain ("abdominal pain") and bladder disorder ("bladder problem"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hypersensitivity, menorrhagia, cystitis, urinary tract disorder, dysmenorrhoea, back pain, abdominal pain, urinary tract infection and bladder disorder had resolved and the infection, hot flush, vaginal haemorrhage, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, weight increased, depression, anxiety, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Lot number 821813 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 29-year-old female patient who had essure (ess205) (batch no. 821813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune inner ear disease and acid reflux (oesophageal). Concomitant products included escitalopram, lansoprazole, ranitidine and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced infection ("infections"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction") with allergy to metals and back pain ("lower back pain"). On an unknown date, the patient experienced hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, back pain and abdominal pain had resolved and the infection, hypersensitivity, hot flush, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 11-may-2018: pfs received, reporter added, concomitant condition added, lab data added events added as :- hot flashes; abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal) type: bladder, urinary tract, apareunia (inability to have sexual intercourse),migraines / headaches, nickel allergy, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, abdominal pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, infection and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, infection and pelvic pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 29-year-old female patient who had essure (ess205) (batch no. 821813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune inner ear disease and acid reflux (oesophageal). Concomitant products included escitalopram, lansoprazole, ranitidine and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), back pain ("lower back pain"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 2 days after insertion of essure (ess205). In april 2007, the patient experienced infection ("infections"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction") with allergy to metals. On an unknown date, the patient experienced hot flush ("hot flashes"), urinary tract disorder ("urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, back pain and abdominal pain had resolved and the infection, hypersensitivity, hot flush, vaginal haemorrhage, cystitis, urinary tract disorder, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, weight increased, depression, anxiety, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received event " nausea, dyspareunia (painful sexual intercourse)." Were added. Date of lab was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 29-year-old female patient who had essure (ess205) (batch no. 821813-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune inner ear disease and acid reflux (oesophageal). Concomitant products included escitalopram, lansoprazole, ranitidine and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), back pain ("lower back pain"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 2 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced infection ("infections"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction") with allergy to metals. On an unknown date, the patient experienced hot flush ("hot flashes"), urinary tract disorder ("urinary problem"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), abdominal pain ("abdominal pain") and bladder disorder ("bladder problem"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hypersensitivity, menorrhagia, cystitis, urinary tract disorder, dysmenorrhoea, back pain, abdominal pain, urinary tract infection and bladder disorder had resolved and the infection, hot flush, vaginal haemorrhage, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, weight increased, depression, anxiety, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, vaginal infection, vaginal discharge were added. Event outcome of pain, bladder/urinary problem, allergic reaction were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.